Manufacturer narrative:
Seven (7) samples were returned for investigation. The provided calibration and qc data is acceptable. The investigation determined there was an interference to the streptavidin component of the reagent in sample 190422-812. This interference is documented in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For the other samples, differences in results and reference ranges from ft3 assays by different manufactures, in this case siemens centaur, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for 7 patient samples tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were repeated on a siemens centaur analyzer. The samples were provided for investigation where they were tested on a cobas 8000 e 602 module on (B)(6) 2019, a cobas e 411 immunoassay analyzer on (B)(6) 2019, and a second e 801 analyzer on (B)(6) 2019 and (B)(6) 2019. It is not known which samples were tested on the investigation e 801 analyzer on (B)(6) 2019 or which were tested on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314824, with an expiration date of 31-may-2019 was used on this analyzer.